Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The root cause was not established. Proper device operation was observed through functional and performance testing the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A clinical assessment of the event is in progress. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was being used for synchronized cardioversion. The dr. Could not tell the patient was synched through the device and the patient was shocked into vf. The device was not charging in order to defibrillate the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related.

Event description:
The customer contacted stryker to report that their device was being used for synchronized cardioversion. The dr. Could not tell the patient was synched through the device and the patient was shocked into vf. The device was not charging in order to defibrillate the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related.

Manufacturer narrative:
Additional information: stryker completed a clinical review of the reported event. The customer reported the patient converted to a shockable rhythm after attempted sync cardioversion, however no ECG data was available for review. The device contribution is unable to be determined. Correction: section h6 clinical signs code of the initial medwatch report indicates: no clinical signs, symptoms or conditions. Section h6 clinical signs code of the initial medwatch report should indicate: ventricular fibrillation.